Manufacturer narrative:
The customer contacted a customer care center (ccc) specialist. Regional support investigated the issue. The regional support specialist found error handling rule was 6 years old and was not the latest rule package available. It was also found that the customer has not been performing monthly maintenance. A new rule package was provided to the customer. The regional support specialist imported the new error rule and disabled the old rule. The customer saved and activated the changes. The cause of the error code "e191" being allowed to provide a result is from human error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Customer found sample ID (B)(6) from (B)(6) 2016 that resulted in comment, "e191" error code, not recognized by the easylink system, which allowed the result to cross into the laboratory information system (lis), not showing an error message. Error code e191, which indicated the presence of hemolysis, icterus, and lipemia/turbidity indices (hil) was set to ignore, allowing for samples that showed turbidity, to still present a result. There are no known reports of patient intervention or adverse health consequences due to the error code not being recognized and reporting a result.